Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the drill tips missing upon inspection could be confirmed. According to the investigation, the root cause was attributed to a r&d/design-related issue. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. R&d maintenance took over this case within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behavior shall be investigated" tolerance field of the tip is to be reduced. Nc#922344 (potential nc) created to address this failure mode.

Event description:
It was reported that after surgery during inspection the 2 apex pins were found to have a piece of the drill tip missing.

Event description:
It was reported that after surgery during inspection the 2 apex pins were found to have a piece of the drill tip missing.